Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI #: (B)(4).

Event description:
The customer reported that the device displayed ECG errors. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. During the lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board.